Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a pca button connection not recognizing the pump involving an ipump was confirmed and reproduced during sample evaluation. The assignable cause was determined to be a damaged patient controlled analgesic (pca) connector on the micro-processor (mpu) board. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch submitted.

Event description:
The facility representative reported an ipump with a condition of "pca button connection on the pump is not recognizing the button". This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.